Manufacturer narrative:
Manufacturer's investigation conclusion: the mobile power unit (mpu) was returned for preventive maintenance to the european distribution center (edc) and damage to the bottom housing and a discolored patient cable was noted. The unit powered up, passed self-test and functioned as intended. The bottom housing, patient cable, and battery strap were replaced and underwent functional testing and passed all tests. Preventative maintenance was performed, and the unit was returned to the rental pool. The bottom housing patient cable were forwarded to the product performance engineering (ppe) lab for further analysis. Upon further analysis, the reported damage to the bottom housing was confirmed. The patient cable was also confirmed to be discolored with black marks on the cable, but otherwise was in unremarkable condition and functioned as intended. The root cause for the reported event of was unable to be conclusively determined through this analysis. The device history records were reviewed and the mobile power unit was found to pass all manufacturing and quality assurance specifications before being shipped to the customer on (B)(6)2017. Heartmate ii instructions for use section 3 entitled ¿powering the system¿ and heartmate ii patient handbook section 3 entitled ¿powering the system¿ cautions the user to inspect the mobile power unit and not to use a mobile power unit that appears damaged. Heartmate ii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate ii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the bottom cover of the mpu was damaged and the patient cable was very dirty. They were both replaced. No additional information was provided.